Manufacturer narrative:
(B)(4). One unit of manta, depth locator and dilator were returned for evaluation. Blood particulates were noted on all units. Units were de contaminated and inspected. The manta trigger was not actuated. The components (anchor, lock, and collagen) were housed inside the lumen. The sheath was not returned by the customer. Functional testing for bypass advancement could not be performed without the sheath. The device lot history record review for lot number mn2201493 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. While inserting the bypass tube through the hemostatic valve of the manta sheath, the bypass tube encountered "massive pushed back by hemostasis valve of the sheath so the manta could not be inserted". A new manta was used and deployed, completing the closure. The patient did not experience any harm or health consequences from this event and the outcome post-procedure was stable. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that "the bypass tube had massive pushed back by hemostasis valve of the sheath so the manta could not be inserted. A new manta was used." Additional information received on 22jan2024: no harm or injury experienced by the patient. The user said he was afraid he had impacted the anchor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the bypass tube had massive pushed back by hemostasis valve of the sheath so the manta could not be inserted. A new manta was used." Additional information received on (B)(6) 2024: no harm or injury experienced by the patient. The user said he was afraid he had impacted the anchor.